Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the imaging system would power on when the power button was manually pressed on the computer of the viewing station of the imaging system. It was noted that the line power light was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not power on and the line power light was not illuminated. There was no patient present when this issue was identified. No additional information was provided.